Event description:
"Schizoid", obscessive-compulsive, bipolar rptr suffered a one minute long shock from ect as as numerous shorter shock, obs, loss of iq, mental deficiency, seizure, severe memory loss, motor loss, position sense loss, weak knees, hyperreflexia of the knees, loss of balance, perception deficiency (esp. On the right), right-sided weakness, ataxia, and an overall decrease in quality of life. Rptr questions whether proper guideline were used in his treatment and whether electro-magnetic and electrostatic radiation emitted from the ect may have contributed to his present symptoms.